Manufacturer narrative:
Section h-4 (device mfg date) has been updated based on the product download. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A high readings issue was reported with the adc freestyle libre sensor. Caller reported the customer (a child of 8 years) received high sensor scans when compared to readings obtained on the built-in reader and experienced symptoms described as dizziness and loss of concentration. Customer was treated with water with sugar by a non-hcp and no further treatment was reported. Sensor scan results of 134 mg/dl and 163 mg/dl were reported compared to reader results of 77 mg/dl and 124 mg/dl, however it is unknown when these readings were obtained in relation to the reported treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc freestyle libre sensor. Caller reported the customer (a child of (B)(6) years) received high sensor scans when compared to readings obtained on the built-in reader and experienced symptoms described as dizziness and loss of concentration. Customer was treated with water with sugar by a non-hcp and no further treatment was reported. Sensor scan results of 134 mg/dl and 163 mg/dl were reported compared to reader results of 77 mg/dl and 124 mg/dl, however it is unknown when these readings were obtained in relation to the reported treatment. There was no report of death or permanent injury associated with this event.